Manufacturer narrative:
Hamilton medical ag comes to the conclusion: fan failure: not all information is available at the time of this evaluation. Reportedly, no intervention took place, no patient was harmed, and the device alarmed accordingly. Investigation was initiated. Root cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: fan failure alarm occurred about 6 minutes after ventilation started.